Manufacturer narrative:
UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the ous affiliate that after implant, the hakim valve was blocked, there was hydrocephalus and the device was revised. The hakim valve was implanted to the patient with unknown setting. The valve was implanted due to secondary normal pressure hydrocephalus and acquired communicating hydrocephalus. The level of csf protein was unknown. However, no improvement of the ventricular enlargement was verified, and disturbance of consciousness was confirmed on the patient. Shunt malfunction was suspected, and it was confirmed by the x-ray images that the drainage at the proximal catheter (lumber catheter) could be obstructed, therefore, a revision surgery was performed. The patient is recovering and is under monitoring. There was possibility that blood and debris contaminated into the spinal fluid. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected; biological debris was noted inside the valve as well as needle holes in the needle chamber. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was flushed; the valve passed the test, no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. The siphon guard was tested and passed. The valve was reflux tested and passed. The siphon guard was removed. The cam mechanism was moved. The valve was retested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring on the spring pillar on the ruby ball on the seat of the ruby ball on the cam mechanism, and on the base plate. The cam magnets were controlled and passed testing. A review of manufacturing records found the device conformed to specification when released to stock. The root cause for the programming problem is due to the biological debris found on the cam mechanism. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.